Event description:
(B)(4) clinical study. Same patient as MDR#2134265-2012-04493. It was reported that post a stenting treatment procedure, death occurred. In (B)(6) 2010, the patient presented with unstable angina. Stress test revealed inferior ischemia and cardiac catheterization was recommended. The 90% stenosed, 12 x 3.00mm target lesion was a de novo lesion located in the distal left circumflex artery (lcx). The target lesion was treated with predilatation and placement of 2.75 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2012, the patient was diagnosed with worsening coronary artery disease. Three days later, the patient died of coronary artery disease; secondary causes were congestive heart failure, hypertension, diabetes mellitus and chronic renal failure.. At the time of the event, the patient was taking aspirin and was not on the study drug.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received at the complaint investigation site for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).